Event description:
The pump was returned for investigation. Investigation revealed contamination under the contacts of all buttons. This report is made based on the results of an investigation completed on (B)(4) 2012

Manufacturer narrative:
Device evaluation was completed on (B)(6) 2012 and testing revealed all keys responsive and no visible damage to keypad, which was removed for investigation. Contamination was found under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.